Event description:
The manufacturer received information alleging of the device caught on fire, spark and flame. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.